Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -08.50 diopter, into the patients right eye (od). The lens was removed on (B)(6) 2023. The lens was discarded. Additional information has been requested but none has been forthcoming.